Event description:
A peritoneal dialysis nurse has reported dialysis solution leaking out of the cassette and into the cycler. There is no report of pt ill effect. There is no sample available for evaluation.